Event description:
Hypoglycemia: a health professional reported that a man was hospitalized with hypoglycemia because his novopen 1.5 device had delivered a too high dose. The pt did not receive any treatment, but he was observed overnight. In follow-up info received on 06/25/99, the physician stated that the man ate a lot of glucose when he was treated at the hospital. The suspect insulin product was withdrawn.